Manufacturer narrative:
The calibration and qc recovery were both acceptable. Based on the available data, a general reagent issue could be excluded. Probe was changed by the customer and they have not reported any further issues. The service actions resolved the issue.

Manufacturer narrative:
Deposits were observed on the sample probe. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 and alb2 albumin gen.2 on a cobas pro c 503 module analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with a tp value of 20.7 g/l. The sample was repeated on a second analyzer, resulting with a value of 66.8 g/l. The sample initially resulted with an alb2 value of 6.17 g/l and repeated on the same analyzer as < 1.92 g/l accompanied by a data flag. The sample was repeated on a second analyzer, resulting with a value of 41.8 g/l. The tp reagent lot number was 447413, with an expiration date of 28-feb-2021. The alb2 reagent lot number was 447406, with an expiration date of 31-mar-2021.